Event description:
It was reported that the ventilator's inop led illuminated during transport of a patient. The ventilator continued to function normally throughout the transport. The next time the ventilator was powered up, it would not initiate ventilation. No patient harm reported.